Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe due to the error c-00 present. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. C-44/c-00/m-11 errors are in error log. The unit was placed on an in-house system and was run in normal mode. The erbe is in good condition.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the erbe integrated electrosurgical generator unit (iesu) was encountering errors m-11, c-30, and c-38 and could not be used. At the start of the call, the customer power cycled the erbe, but the errors came back immediately after the restart. The customer asked the tse if they could use the vision side cart (vsc) from another x system present in the hospital. The tse checked the software versions and verified all the customer's systems were on the same level. The tse verified with the customer that they can use the vsc from the other system. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury as a result of the issue. The procedure was successfully completed robotically after the vsc swap.

Manufacturer narrative:
The unit was returned for failure analysis and the reported failure (error c-44/c-00 on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked. The erbe was in good condition.

Event description:
Refer to h10/h11 for follow-up information.